Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery during prime process. Customer's blood glucose was 139 mg/dl. Troubleshooting was performed and alarm was not resolved by just simple disconnecting and reconnecting the reservoir and infusion set. Customer was advised to change the infusion set and anomaly persisted. Finally the reservoir was changed and the alarm was resolved. Customer was advised the reservoir change resolved, indicating there was an occlusion in the reservoir. Manual prime was performed on the insulin pump and it didn't alarm. Customer agreed to return the device for analysis.